Manufacturer narrative:
(B)(4). The device was evaluated by baxter. The device displayed a system error 105 due to a severed motor mount screw found disrupting gear rotation. The motor and motor mount screws have been replaced.

Event description:
During testing by baxter, the spectrum pump displayed a system error 105. There was no patient involvement. No additional information is available.